Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that, since implant, when the patient was trying to bolus it took a really long time . The patient stated that error codes would come up in a red box. The patient did not recall any information regarding the error code. The patient stated that the handset froze at 90% and could take more than 5 minutes to request/receive a bolus. The patient was very frustrated and had considered having the pump removed. Patient services reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag. The patient would call back if they needed further assistance. The patient had 7 boluses per day.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.